Event description:
Pre-op diagnosis: re-rupture of left internal carotid posterior communicating artery aneurysm. Signs of hemorrhaging. They believe clip may have slipped. Action taken: left craniotomy re-application of clip. Add'l evaluation of left temporal lobe hematoma, left temporal lobectomy.